Event description:
On (B)(6) 2012 during review of the vns patient's programming history, it was discovered that on (B)(6) 2006 a generator diagnostics test was performed which changed the patient's settings. It was not until (B)(6) 2006 that these incorrect settings were observed and the patient was re-programmed to the intended settings.

Manufacturer narrative:
Analysis of programming history.